Manufacturer narrative:
The device was not returned for eval. The pd1400 power supply board was returned. The reported malfunction was observed and attributed to a faulty capacitor on the power supply board. A replacement board was sent to the customer. Analysis of failures of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.